Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the fiberoptic light cable caused a burn to patient. The case was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: patient burn. Probable root cause: led fan, front board, main board, led module, thermal switch, use errors. The failure mode will be monitored for future reoccurrence. Manufacture date is not known. (B)(4).

Event description:
It was reported that the fiberoptic light cable caused a burn to patient. The case was completed successfully.